Manufacturer narrative:
This is a combination product. (B)(4). List of associated devices: vanguard cr ilok fem-rt 62.5, reference 183006, batch j6852735, biomet cc I-beam tray 67mm, reference 141222, batch j6785127, series a pat std 31 3 peg, reference 184764, batch 739280, vngd ant stblzd brg 12x67, reference 189042, batch 542380. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2020. Subsequently, the patient was revised on (B)(6) 2022 due to pain and loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, g3, g6, h2, h3, h6 and h10. Product was not returned or pictures were not provided. Visual and dimensional evaluations could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. No medical record received, therefore no review could be performed. A definitive root cause cannot be determined. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to pain and loosening.